Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device still implanted in patient.

Event description:
As reported: "an incident with a trochanteric gamma nail at uhs yesterday. In today¿s trauma meeting I was informed that a secondary fracture was noticed distally to the nail following nail insertion which has lead to the need for a revision nailing which is scheduled today. The nail was not reamed distally and it was suggested on site that due to the elderly patients thick cortices this may have contributed."